Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a mitraclip interventional procedure. Reportedly, the physician was unable to withdraw the device and it became entrapped in the vein. Surgical intervention was performed to remove the proglide device. The use of proglide devices and the pre-close technique were abandoned. The mitraclip procedure was completed via a site more superior to the proglide injury site. Hemostasis was achieved with manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The a review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of tissue injury is listed in the proglide instructions for use (IFU) as potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment and patient effect appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.